Manufacturer narrative:
Results for additional patient samples were provided: patient 2: on (B)(6) 2025, the initial result was 14.1 ng/l, and the repeat result was 5.3 ng/l. The initial troponin stat result was 5.85 ng/l, and the repeat result was 6.27 ng/l. Patient 3: on (B)(6) 2025, the initial result was 16.4 ng/l, and the repeat result was <5 ng/l. The initial troponin stat result was 4.13 ng/l, and the repeat result was 4.21 ng/l. The investigation is ongoing.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The qc and calibration were acceptable. A general reagent issue was excluded. The investigation found a high number of sample-related alarms. Therefore, a sample quality issue could not be excluded. The centrifugation time was too short. The field service representative performed maintenance, replaced the measuring cells, sippers, tubing, and the gear pump head. He performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient sample on a cobas 8000 e 801 module. The initial result was 46 ng/l. The clinician questioned the result, and a new sample was obtained. The result from the new sample was <5 ng/l. Due to the discrepancy between the samples, the initial sample was retested, and the result was <5 ng/l. The same sample was tested on another module, and the result was <5 ng/l.

Manufacturer narrative:
The investigation determined the issue was consistent with a pre-analytical/sample-quality issue. The investigation did not identify a product problem.